Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). The returned product consisted of a coyote nc balloon catheter in two pieces. The balloon was loosely folded. The outer shaft, inner shaft, balloon and tip were microscopically examined. There is tip damage. The hypotube was completely separated 69.3cm from the hub. The hypotube fracture surfaces were ovaled and torn, which suggests the device was kinked prior to separation. There was no evidence of any material or manufacturing deficiencies contributing to the damage. There are numerous hypotube and shaft kinks. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-09988 and 2134265-2017-09989. It was reported that shaft break occurred. The chronic totally occluded (cto) target lesion was located in the moderately tortuous and moderately calcified superficial femoral artery (sfa). After a non-bsc guide wire crossed the lesion, a 2mm x 20mm x 142cm coyote¿ es balloon catheter was advanced for pre-dilation; however, the balloon ruptured. The device was completely removed from the patient. A 2.0mmx20mmx143cm fg coyote nc (nc quantum apex¿) balloon catheter was then advanced to perform pre-dilation; however, the balloon also ruptured. The device was completely removed from the patient. Another 2.0mmx20mmx143cm fg coyote nc (nc quantum apex¿) balloon catheter was also advanced for dilation but high resistance was encountered. Subsequently, the shaft of the device separated outside the patient's body. The procedure was completed successfully with a 2.5x20mm coyote nc balloon catheter. No patient complications were reported and the patient's status was stable.